Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with blood glucose decreasing to 38 mg/dl and remaining low for approximately 15 to 20 minutes; the user treated with oral glucose, juice, and food, did not require medical assistance, and believed sensor accuracy issues could have contributed. Investigation included review of synchronized device data and user report. Investigation of this case revealed an unclear root cause. Symptoms included anxiety associated with low blood glucose. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention. It was concluded that the event was user-reported hypoglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.